Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that customer experienced keypad anomaly. It was reported that up arrow button was unresponsive. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The up arrow button did not respond due to flattened button dome switch. The insulin pump had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.